Manufacturer narrative:
Steris received confirmation from user facility personnel that the catheter subject of the reported event was not utilized in a patient procedure and was observed to be broken when the user opened the package. User facility personnel confirmed no other catheters were broken from the same box or from the same lot number. The instructions for use states, "do not use the product if the device does not function properly or there is evidence of damage (e.g. Kinks, bends or damaged packaging). Save the device and packaging and contact your local steris endoscopy product specialist." The catheter subject of the reported event was returned to steris for evaluation. Evaluation results found that the catheter shaft was broken from the proximal end of the bayonet. The observed breakage as stated in the reported event appeared to be a clean break through the hypo tube. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. The device history record was reviewed and confirmed the subject lot was manufactured to specifications; no abnormalities were noted. A complaint review was performed and confirmed the reported event to be isolated for the subject lot. No additional issues have been reported.

Event description:
The user facility reported via medwatch (B)(4) that, "prepping for cryo case, trufreeze catheter came broken in package and had to be replaced. Technician noted prior to use that the white catheter section was broken from the black section". No report of injury.